Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported inflation and deflation issues could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the balloon was removed partially inflated. It should be noted the percutaneous transluminal angioplasty catheter (pta), armada 35 / armada 35 ll, global, instruction for use (IFU) states: deflate the balloon by aspirating the inflation syringe or inflation device. Maintaining a vacuum in the balloon, withdraw the catheter. In this case, it is likely that the IFU violation did not contribute to the reported complaint and had to happen given the clinical situation. The investigation was unable to determine a conclusive cause for the reported inflation and deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 2017 incorrect removal the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in the superficial femoral artery (sfa). A 5x120mm/135cm armada 35 balloon dilatation catheter (bdc) was slow during inflation; however, it was used for dilatation of the lesion. After dilatation, the balloon deflated slow and incomplete, despite 10 to 20 attempts to deflate, holding negative for 10 to 60 seconds for each deflation attempt. The syringe was changed but only a small volume could be sucked out of the balloon by manually pulling hard on the syringe so that it would fit through the sheath. There was no reported adverse patient effect and no clinically significant delays in the procedure. No additional information was provided.